Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant due to regurgitation. There were no adverse patient effects reported. The valve was discarded.

Manufacturer narrative:
(B)(4) - device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event related to oversizing the valve. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The physician reported that the event was due to over-sizing. The valve was replaced with a smaller valve. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.